Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: accidental dislodgement of PICC by patient. Start date: 27-dec-2020; end date: 28-dec-2020 mild severity and related to device (catheter). Action taken: device removed. Recovered no sequalae. The patient came with PICC dislodged 20cm from puncture site, PICC was removed according to the hospital policy completely.